Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via clinical study (sdy) indicated that during refill on (B)(6)2022 , a reservoir volume discrepancy was noted: irv - 2.7 ml, arv ¿ 9.5 ml. Refill on (B)(6)2022 indicated a reservoir volume discrepancy: irv - 4.3 ml, arv ¿ 10 ml. Refill on (B)(6)2022 indicated a reservoir volume discrepancy: irv - 2.6 ml, arv ¿ 9 ml. No associated signs or symptoms. No further diagnostics or interventions. The patient reported effective pain relief. No interventions were planned and it was noted to be unresolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a refill on (B)(6) 2022, a reservoir volume discrepancy was noted: (B)(6) 2022: irv - 8.7 ml, arv ¿ 13 ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider via a clinical study reported that during a pump refill, on (B)(6) 2021, a reservoir volume discrepancy was noted: irv - 1.2 ml, arv ¿ 8 ml. No associated signs or symptoms. No further diagnostics or interventions. During a pump refill, on (B)(6) 2021, a reservoir volume discrepancy was noted: irv - 9.1 ml, arv ¿ 13.5 ml. No associated signs or symptoms. No further diagnostics or interventions. On (B)(6) 2021, a cap dye study revealed an intact, functional catheter. On (B)(6) 2021the patient had persistent discrepancy: irv - 2.4 ml, arv ¿ 8 ml. On (B)(6) 2021 the patient had persistent discrepancy: irv - 2.8 ml, arv ¿ 8 ml. No action planned, as the patient continued to have excellent pain control. Patient's pump refill, on (B)(6) 2022, was within normal limits: irv - 1.1 ml, arv ¿ 1.5 ml. On (B)(6) 2022, there was another significant discrepancy: irv - 9.1 ml, arv ¿ 14 ml. The issue was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 7.5 mg at 3.29968 mg/day and compounded baclofen 150 mcg for a total dose of (B)(4) mcg/day via an implantable pump. It was reported on (B)(6) 2021 during a pump refill a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 2.6 ml and the actual reservoir volume (arv) was 7 ml. There was no associated signs or symptoms or further diagnostics or interventions performed/no action was taken related to the volume discrepancy. On (B)(6) 2021 during a pump refill a reservoir volume discrepancy was noted where the irv was 2.4 ml and the arv was 8 ml. There was no associated signs or symptoms or further diagnostics or interventions/no action was taken performed related to the volume discrepancy. On (B)(6) 2021 during a pump refill a reservoir volume discrepancy was noted where the irv was 2.4 ml and the arv was 8 ml. There was no associated signs or symptoms or further diagnostics or interventions performed related to the volume discrepancy/no action was taken. On (B)(6) 2021 during a pump refill a reservoir volume discrepancy was noted where the irv was 2.7 ml and the arv was 8 ml. There was no associated signs or symptoms or further diagnostics or interventions performed/no action was taken related to the volume discrepancy. The outcome of the event was unresolved with no further action planned. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.